Manufacturer narrative:
Product was returned results to follow: a decontaminated catheter was received with an immersion lot 42516-059 for evaluation. A functional inspection was performed. According to specification, any catheter that does not deflate in 15 minutes is considered a non-deflator; the sample received complies with this specification. The balloon deflated in 22.50 seconds. The reported condition was not confirmed. Root cause, or probable cause of the reported condition does not require a formal investigation because of the results of the product analysis. Corrective action will be limited to the supplier awareness. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event location has been updated to reflect the event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. Without a sample to evaluate, it is not possible to confirm the reported condition and determine if the materials meet specifications? The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. As no physical sample was received for this report; the root cause of the reported condition could not be determined. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the balloon was deflated, but when the balloon was removed, it remained inflated. The customer further reported there was no injury to the patient as a result.